Event description:
It was reported that the batteries are not holding a charge on the l-3b scooter. Provider alleges that one trip from the end users room to the dining hall and back to their room and the battery has already dropped.